Manufacturer narrative:
H4: this data has been requested. Upon receipt of this information, a supplemental medical device report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the bending segments and the imaging cable inside the bending section interfered with each other due to physical stress to the bending section, leading to the imaging cable becoming kinked and broken. The following warnings and cautions about image irregularities of the endoscope are included in the instructions for use (IFU) (operation manual): ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. -do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. -before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. ·turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image goes blank when toggled. It is unknown when this issue occurred. No patient harm or injury reported. Attempts to retrieve additional information from the customer are in progress.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, the device initially had color lines and then the image disappeared when the angulated bending section was moved. In addition, there was leaking on the bending cover due to a cut, a chip on the bending cover adhesive, light cut on lens guide tube, and scratches on printed circuit board. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.